Manufacturer narrative:
(B)(4). Approximate age of device- 5 years and 9 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh). The pump parameters were elevated. The patient had a history of pump thrombosis. It was reported that ldh was slowly trending down and the patient was on continuous intravenous heparin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Analysis of the submitted system controller log file confirmed the report of elevated power. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.